Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, pain, paresthesia. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 250cc breast implant experienced bilateral breast pain, paresthesia, and pain post procedure. The patient reported that a lot of pain on her breasts, upper back, like in the lung area, burning sensation, on her back. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient reported that she has generalized illnesses. Therefore per correct codification pc pain, breast pain, and paresthesia were removed and pc generalized illnesses added. Manufacturer¿s reference number: (B)(4).